Event description:
Baxter sales phoned in on (B)(4) 2010 to report an on-going issues of cut or sliced tubing while loading into a sigma spectrum pump (serial number (B)(4) on (B)(4) 2010. The facility cannot identify the source of the cut tubing. The cut was approximately 20-1/4 inches down from the bottom of the drip chamber. This incident occurred with the interlink continu-flo solution set, product code 2c6537, with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. A sample of the tubing is available for evaluation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation, out of the over pouch and fully primed. The sample was leak tested which identified a leak approx 8 below the first y site. Visual inspection under a microscope showed that there is a cut running parallel with the tubing. The evaluation confirmed the cut and leak from the tubing. However, the root cause could not be determined. No other information is available.

Manufacturer narrative:
The sample has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).